Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's knee was revised. A 4x10 triathlon cs insert was implanted. Update: reason for revision: "poly wear", left side.